Manufacturer narrative:
The device was returned to the service center for evaluation. The distal end of the returned device was inspected under a microscope and found approximately 13mm of the probe detached, missing portion returned. The detached portion of the probe tip has numerous abrasions, which would likely indicate that this part of the device came into contact with a hard surface. The device was attached to the test usg-400/esg-400 and a failed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up, which implies that the device was used. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. Based on the evaluation, the likely cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service was informed that prior to an unspecified procedure, the doctor noticed a piece missing from the tip of the handpiece. The doctor found the detached tip piece on the floor. It was reported that handpiece was not used on a patient. The doctor was able to complete the procedure with a similar device. There was no patient injury reported.